Event description:
A valiant captivia was implanted for the endovascular treatment of a 700 mm up to lsa-sfa dissection . The patient underwent  a previous bentall procedure (mechanical valve), a left common carotid artificial blood vessel replacement in the brachiocephalic artery artery, and a pre-fet. There was an entry at the same level as the lsa; in order to preserve the lsa, a hole was made in the graft portion of the ft; from that hole, the flow entered the false lumen true cavities, so the ft stent was pushed and the lumen was crushed. The main purpose of this procedure was to secure the lumen of the ft and close the lsa-level entry. It was reported that the proximal vamc3834c150tj and the peripheral vamc3228c150tj were stacked and placed from zone2 in 1 debranch. Upon conducting a confirmatory contrast study, t1ael was observed, and an influx into the lsa and false lumen was confirmed. When the proximal landing zone was touched up at the physician's discretion, the influx into the false lumen disappeared, but the influx into the lsa remained. It was decided by the physician that the main purpose of this treatment could be completed. As per the physician the cause of the event could not be determined.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Other relevant device(s) are: product ID: vamc3834c150tj, serial/lot #: (B)(4), ubd: 13-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information recieved: it was confirmed the device containing the ia endoleak is vamc3834c150tj. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.